Event description:
Reported as band erosion.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 06/12/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Further information from the reporter regarding serial number and implant has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."